Manufacturer narrative:
Eval: the suspect device was returned in a used and damaged condition. Unfortunately the customer was unable to provide lot #. In addition, the customer has returned fifty-eight atb balloons from various lot #s in an unopened and sterile condition. A visual examination of the suspect device confirmed that the balloon has separated, with approx 1.7 cm of balloon material still attached to the proximal bond site, leaving approx 5 cm of balloon material detached from the main shaft. The tip material was discovered to have separated from both balloon and bond sites, with material elongation present throughout the entire length. It was also discovered that one of the two gold marker bands were missing. In addition, the shaft material exhibited elongation in several areas with complete separation of the manifold assembly from the main shaft. The amount of atm applied to the balloon was not provided. The characteristics of the returned device (balloon) exhibit a longitudinal rupture with a circumferential tear. We have seen this type of failure occur when the device has been placed into a heavily scarred area of the vessel or possibly placed in a restricted vessel where calcification is present and/or the balloon is inflated beyond the rated burst pressure (rbp) parameters. The rated burst pressure (15 atm) for the above listed device is located on the prod label as well as on the strain relief. We encourage the customer to reference the attached info for use booklet prior to use. We state, "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations." Warnings: "do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters in fig 1 (reference pg 4) over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." In addition, we advise the end user under the heading, instructions for use, balloon preparation, under line # 4, "prepare balloon lumen with standard contrast-saline mixture as follows; a) fill a syringe of appropriate size with 1:1 mixture of contrast medium and normal saline." This prod line is inspected in the balloon q.c. Dept ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks and other surface imperfections. A review of the provided device identified the device to be an advance version. Therefore, the device was mfg after an implementation of a mfg change to reinforce the balloon shoulders. The appropriate personnel have been notified.

Event description:
Advance balloon failure inside fistula of pt. The distal 75 mm of balloon detached itself from shaft. 75 mm of balloon tip became lodged in the pt's fistula before being removed with snare by dr.